Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information from the field notes that the patient's cause of death was cardio-pulmonary arrest due to massive mi.